Event description:
Failure to alarm. Patients dressing almost off wound completely and device not alarming.

Event description:
Failure to alarm. Patients dressing almost off wound completely and device not alarming.